Event description:
It was reported while testing with kit grp a strep 30 test veritor a false positive occurred. Confirmatory testing was performed using repeat testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: § customer problem: customer reports discrepant results when using 256040- lot number unknown. It was stated that 4 results were affected. Initially, the results were pos but then neg on repeat. Customer reports discrepant results when using 256040- lot number unknown. It was reported that customer reports discrepant results when using 256040- lot number unknown.

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit grp a strep 30 test veritor (material # 256040), batch number unknown. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The retention testing could not be tested as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against discrepant results. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing with kit grp a strep 30 test veritor a false positive occurred. Confirmatory testing was performed using repeat testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: § customer problem: customer reports discrepant results when using 256040- lot number unknown. It was stated that 4 results were affected. Initially, the results were pos but then neg on repeat. Customer reports discrepant results when using 256040- lot number unknown. It was reported that customer reports discrepant results when using 256040- lot number unknown.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.